Event description:
The pt reported that about 6 days ago, while changing the insulin cartridge on her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated about 150 units of insulin spilled into the cartridge compartment. She said she continued to use her infusion device and noticed today that the piston rod is "green." The proper procedure for removing the cartridge from the infusion device was reviewed with the pt. The pt was advised to switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.